Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet device sustained screen damage after the user rolled over on it during sleep. The device became unresponsive, and a replacement ilet was shipped overnight. No hospitalization was required and no long-term health effects were reported.